Manufacturer narrative:
Follow-up from 13-oct-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had had essure (fallopian tube occlusion insert) inserted and had essure removed after around 2 months due to itching. Pruritus is listed in the reference safety information for essure. Considering that essure is a nickel-titanium alloy and considering the suggestive temporal relationship, a causal relationship between this event and essure inserts cannot be excluded. This case is regarded as incident since device removal was required. According to product technical complaint analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The doctor stated that after a month of having the essure, the patient wanted to have essure removed due to itching. Follow-up information was received on 06-sep-2016 (upgraded to incident). Patient's information was provided. Essure was inserted on (B)(6) 2016 and removed on (B)(6) 2016. Essure lot number was not documented. Follow-up received on 23-sep-2016 quality safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-old female patient who had essure (fallopian tube occlusion insert) inserted and had essure removed after around 2 months due to itching. Pruritus is listed in the reference safety information for essure. Considering that essure is a nickel-titanium alloy and considering the suggestive temporal relationship, a causal relationship between this event and essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.